Event description:
Device malfunction: none. Symptom/ae: retroperitoneal hematoma. Time of symptom/ae: post procedure. It was reported that a physician, in training, attempted an arteriotomy closure using the starclose device in the common femoral artery (cfa); the puncture site was dry after the procedure. The patient was transferred to the intensive care unit because she "had a heart attack". Half an hour later, the patient developed hemodynamic problems and the blood pressure decreased. An ultrasound showed a retroperitoneal hematoma. Manual compression was used and the pt's condition stabilized. The CT showed the clip was one cm above the vessel. The pt was fully anticoagulated with reopro and heparin. No further info is available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.